Event description:
A home patient (hp) contacted (B)(4) regarding needing assistance ending therapy on the home choice (hc) unit during fill. The hp stated they thought therapy was finished, cut the tubing and discarded the supplies, now the hc was alarming check lines and bags/refilling the heater. The technical service representative (tsr) had the hp cycle power and assisted with ending therapy and getting the cassette out. (B)(4) contacted the hp regarding the reported problem. The hp had continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. Per the complaint information, the patient thought therapy was over and disconnected bags however cycler alarm check lines and bags and was in fill. From the data within the complaint information, the root cause was user error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.